Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/13/2023. Additional information was requested, the following was obtained: did the event occur with 1 box of a184h suture? Yes. Do you mean that the outer box printing does not match the inner contents? What is difference with the outer box print and the inner content print? The printing on the outer package was reversed from that on the regular outer package. Printing on the inside of the package was reversed from that on the regular contents. The information provided is unclear. What specific printing was reversed? See above. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: could you please clarify if the 36 devices reported in product involved had the issue? Or did these pieces are just samples? Please clarify: 36 are involved products, not samples. Are there any photo available for visual analysis?: no. What is the lot number?:unk. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu): (B)(6). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the event occur with 1 box of a184h suture? Do you mean that the outer box printing does not match the inner contents? What is difference with the outer box print and the inner content print? The information provided is unclear. What specific printing was reversed? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a oral surgery procedure on (B)(6)2023 and a suture was used. During an unknown oral surgery, it was found that the printing on both the outer package and the contents were reversed. There were no adverse consequences to the patient.